Manufacturer narrative:
Please note: reintervention procedure dated july 26, 2016 has been captured in previous medwatch report # 2017233-2022-03143. (B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, aortic expansion, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation.¿ additionally, the IFU states ¿key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment for a type ib endoleak of previously implanted stent grafts using a conformable gore® tag® thoracic endoprosthesis (ctag). On an unknown date in (B)(6) 2022, a follow-up examination reportedly revealed an unknown type endoleak and mild aneurysm enlargement (cause of endoleak and amount of enlargement not provided). Additionally, it was reported the distal end of the ctag was placed in an angulated region of the thoracic aorta, and a distal stent graft-induced new entry tear was confirmed. On (B)(6) 2022, a gore® tag® conformable thoracic stent graft with active control system was implanted distal to the previous ctag. A final angiograph showed the new entry tear was successfully covered, and no endoleaks were present. The patient tolerated the procedure.